Event description:
It was reported that during use the magna sizer broke at the cylindrical end. Reportedly, there were no patient complication or injuries.

Manufacturer narrative:
Device not returned.